Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include additional event information received on 11 march 2021. [Additional information]: on 11 march 2021, modified information was received. The severity of the cerebral infarction event was changed from moderate to mild in severity. Per the principal investigator (pi), the event was not related to the study device, the procedure or to the antiplatelet therapy. Cerebral infarction is a known potential adverse event associated with the enterprise 2 vrd and is listed in the instructions for use (IFU) as such. With the information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the reported event. However, there are patient and pharmacological factors may have contributed with no indication of any device performance or manufacturing issues. Since the investigator felt that the event was not related to the study device, the event no longer meets MDR reporting criteria with an awareness date of 11 mar 2021. Upon further review, this complaint does not meet the criteria for medical device reporting since the adverse event was not related to the study device or other cerenovus devices. Therefore, it has been deemed not reportable. No further reports will be forthcoming.

Manufacturer narrative:
Manufacturers ref. No: (B)(4). Information regarding patient weight, race, and ethnicity were not provided. The name, phone and email address of the initial reporter are not available / reported. [Conclusion]: the event was reported via the (B)(6) study that the (B)(6)-year old female with a past medical history of hypertension and cerebral hemorrhage ((B)(6) 2008) underwent stent-assisted coil embolization of a basilar artery aneurysm on (B)(6) 2020 that targeted a saccular aneurysm with the following dimensions: maximum aneurysm diameter 5.0mm and neck width 4.2mm. The parent vessel diameter was 2.8mm. The stent-assisted coil embolization was successfully performed with the implantation of a 4mm x 23mm enterprise 2 (encr402312 / 11213053) vascular reconstruction device (vrd) and unspecified coils. There were no reported intraoperative complications or study device deficiencies. Immediate post-procedure raymond-roy score was class 1: complete obliteration. Routine neurological examination performed prior to discharge demonstrated hunt & hess grade 1 and modified rankin scale (mrs) score of 0. On (B)(6) 2021, it was reported that the patient experienced a moderate cerebral infarction requiring hospitalization. The outcome of the event is currently unknown. At this time, no information was recorded on the case report form (crf) regarding the relationship of the event to the study device or procedure. Based on complaint information, the device remains implanted and is thus not available for evaluation. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 11213053.the history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. In addition, there was no report of malfunction associated with the device. As such, the investigation will be closed. Cerebral infarction is a known potential adverse event associated with the enterprise 2 vrd and is listed in the instructions for use (IFU) as such. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the reported event; however, patient, procedural, and pharmacological factors may have contributed. There is no indication of any device performance or manufacturing issues related to the event. Since cerebral infarction is a serious injury and the relationship of the study device to the reported event cannot be excluded at this time, the event meets MDR reporting criteria. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the enterprise 2 (B)(6) study that the (B)(6)-year old female with a past medical history of hypertension and cerebral hemorrhage ((B)(6) 2008) underwent stent-assisted coil embolization of a basilar artery aneurysm on (B)(6) 2020 that targeted a saccular aneurysm with the following dimensions: maximum aneurysm diameter 5.0mm and neck width 4.2mm. The parent vessel diameter was 2.8mm. The stent-assisted coil embolization was successfully performed with the implantation of a 4mm x 23mm enterprise 2 (encr402312 / 11213053) vascular reconstruction device (vrd) and unspecified coils. There were no reported intraoperative complications or study device deficiencies. Immediate post-procedure raymond-roy score was class 1: complete obliteration. Routine neurological examination performed prior to discharge demonstrated hunt & hess grade 1 and modified rankin scale (mrs) score of 0. On (B)(6) 2021, it was reported that the patient experienced a moderate cerebral infarction requiring hospitalization. The outcome of the event is currently unknown. At this time, no information was recorded on the case report form (crf) regarding the relationship of the event to the study device or procedure.